Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that the pump's display was dark when she attempted to program a bolus. The pt claimed she replaced the battery in response to the issue; however, the display remained dark and no audible tones/beeps were emitted. During troubleshooting, the pt confirmed that the battery cap was intact and the threads appeared intact. The pt denied any visible damage to the pump and confirmed the threads within the battery compartment were also intact. The pt reinserted the original battery (per the animas cde advice) back into the pump. The pt confirmed she heard a beep, but there was no display. It was noted that the backlight was not working. There was no adverse event associated with this complaint.